Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator display malfunctioned. Additional information including patient involvement has been requested and is pending a response.

Manufacturer narrative:
(B)(4). Additional information was received on october 18, 2016 regarding reporter and repair information. The covidien field service engineer (fse) evaluated the device and verified the reported condition. The software was upgraded. The ventilator has passed self-testing and is ready for use.